Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed, however the customer declined to complete the check at the time of call. Multiple attempts were made by tandem technical support to continue the system check, but no response was received. Customer's blood glucose was 130mg/dl at the time of event.